Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device became unresponsive with a frozen screen and nonfunctional buttons for approximately 20 minutes, and charging did not restore function; a firmware update was pushed remotely and the device resumed normal operation. Symptoms included no reported adverse clinical effects and no reported blood glucose issues. Outcomes included no medical intervention, no alarms, and no hospitalization. Investigation included remote troubleshooting and education, device power cycling attempts, and a firmware update deployment. Investigation of this case revealed a device malfunction consistent with a user interface and controls unresponsive state that resolved after the software update, indicating a transient software anomaly without hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was a software performance issue that was corrected by firmware update.